Event description:
The customer reported the ventilator was displaying power supply failure messages. The power supply failure messages indicate an occurrence of a 24v, +-12v or power fail failure, resulting in a restart of the ventilator. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the customer contacted manufacturers product support (pse) for assistance. The customer reported when the ventilator backup battery was disconnected the unit would not run on ac power. Pse advised the customer replace the power supply to address the reported problem. The customer was contacted to obtain followup repair information but attempts were unsuccessful.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer did not provide repair .